Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) on the home choice (hc). The home patient (hp) had the alarm earlier, disconnected and was doing manual exchanges. The technical service representative (tsr) explained possible causes, the hp said he did not disconnect, there were no leaks and no unused lines open. The hp stated after the alarm he tried to prime while connected and the tsr explained about not priming while connected. The tsr assisted to retrieve the cassette and get readings. The tsr advised to let the registered nurse (rn) know about the alarm and priming while connected. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.